Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal left anterior descending (lad) artery. The physician inflated the 3.0x15mm maverick2 monorail balloon to 10 atms and the balloon ruptured on the first inflation. The balloon was successfully retrieved from the pt and the procedure was completed with another of the same device. No pt complications were reported with the pt's current condition listed as "good."